Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor sn (B)(4) - 03/26/2018, electrode belt (B)(4) - 08/22/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Per clinical review of the patient's ECG recordings, the patient last wore the device on (B)(6) 2020. On (B)(6), the patient was in sinus bradycardia/sinus tachycardia from 50 bpm to 120 bpm with CPR/motion artifact. The rhythm then degraded to ventricular tachycardia (vt) at 200 bpm. The patient received a non-lifevest defibrillation. The patient's rhythm at time of the non-lifevest treatment was vt at 200 bpm with CPR/motion artifact, and the patient's post shock rhythm was sinus rhythm at 120 bpm with CPR/motion artifact. The patient was seen in vt for 5 seconds before the treatment was delivered. CPR/motion artifact prevented the lifevest from treating the patient. The rhythm then transitioned to sinus rhythm at 60 bpm slowing to sinus bradycardia at 40 bpm with CPR/motion artifact. The rhythm then transitioned to an idioventricular rhythm at 40 bpm slowing to an idioventricular rhythm at 10 bpm with motion artifact with frequent preventricular contractions (pvcs). The rhythm then degraded to asystole from approximately 06:29:47 until the electrode belt was disconnected at 07:23:54 on (B)(6) 2020. The patient subsequently passed away on (B)(6) 2020. There is no indication that a device malfunction caused or contributed to the patient's death.